Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage after being used for three days. The leak was found on tubing however, no stress or pull was reported on the infusion set tubing. However, the tubing did not come apart and there was no visible damage on the tubing. No further information available.

Manufacturer narrative:
(B)(6).